Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported there was fluid leaking from the distal end of the cool path catheter handle during an ablation procedure. The catheter was exchanged with another cool path catheter and the procedure was completed with no consequences to the patient. Additional information was requested but is not available.